Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating he had a left tka on (B)(6) 2014. Everything was fine until about 3 weeks ago when he started experiencing swelling, discomfort, and terrible pain.